Manufacturer narrative:
Retainer ring = black. Customer complained about having cosmetic damage and moisture damage on (B)(6) 2021. The crest software was utilized and successful, however the history download was unsuccessful since unit could not get into the join network screen. Unit was download crest with difference trace downloader 2.0a-rf bin and the thus download was unsuccessful. Pump was received with critical pump error (open book image) alarm after battery insertion. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened, inspected and tested. Swapped the pcb1 test board and tried to download crest/thus again, the problem is persisted. Moisture damage found all over the place on pcb1 including keypad connector (j1), keypad flex cable copper connector traces and force sensor flex cable copper connector traces. The force sensor measurement was within spec range (22.8mv). Motor passed the motor test outside of the device. In conclusion, pump was received with critical pump error (open book image) alarm after battery insertion and unable to download pump history due to moisture damage. Cosmetic/moisture damage was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery compartment was damaged and exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis